Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 5 devices were received. 14 device investigation types have not yet been determined. Event confirmation status: 5 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 19 previously reported events are included in this follow-up record. Product return status 12 devices were received. 1 device was not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status 12 reported events were not confirmed. Evaluation results 10 devices were found to be affected by internal corrosion. 2 devices had no problem found.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 19 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 1 device was not available for evaluation. 8 device investigation types have not yet been determined. Event confirmation status: 10 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by internal corrosion. 2 devices had no problem found.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record. Product return status: 19 devices were received.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. - 18 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 19 previously reported events are included in this follow-up record. Product return status 14 devices were received. 1 device was not available for evaluation. 4 device investigation types have not yet been determined.